Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The data was provided by the patient and reviewed. The complaint cannot be confirmed based on review of receiver data. A root cause cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to state that on (B)(6) 2015; they had a potential issue with their transmitter. No additional event or patient information is available.